Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched due to they experienced hypoglycemia on (B)(6) 2021. The customer¿s blood glucose level was 40 mg/dl at time of incident. The customer declined troubleshooting. The customer was treated with glucose. Sensor was stopped working. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.